Manufacturer narrative:
Sample analysis: the device is reported to be available. However, it has not been received to date. The root cause of this complaint cannot be determined at this time. An evaluation will be performed once the device is returned. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that after the implant coil was detached, while pulling back the delivery pusher, resistance was encountered. The physician decided to remove the entire system (catheter + delivery pusher) as one unit and notice there is a small part of the implant coil protruding out into the parent vessel. No injury was reported with the patient as a result of the procedure.